Event description:
The customer reported that the system exhibited an error. Further information was received from the customer indicating that the error prevented the system from booting up. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The motherboard assembly was evaluated and replaced. The boards and connectors in the workstation were also reseated during the service event. The system was tested and found to be working as intended and put back into service.